Event description:
A report was received from an eyecare practitioner that a pt experienced redness, irratation & light sensitivity in their left eye in the am of 2005 while wearing focus night & day lenses. Symptoms were worse in the next day and the pt contacted the ecp and was instructed to come in asap. Pt reported to the office late afternoon in same day still wearing contact lenses in both eyes & experiencing redness, light sensitivity, and irritation, os, but denied any moderate or severe eye pain. Slit lamp exam revealed 3+ conjunctival and limbal redness and 3+ infiltrative keratitis, 2+ corneal edema & staining over the infiltrate. Diagnosis stated as probable serile corneal ulcer, contrally located, since the pt was not in much pain. Treatment consisted of discontinuance of lens wear and rx'd vigamox every two hours initially. With several follow up visits over the next 10 days. Event fully resolved as of 10th day and lens wear resumed daily wear for one week and then extended wear with no loss of visual acuity. Ecp noted that a probable foreign body or debris under the lens may have caused a corneal abrasion and subsequent event. The report states the ecp did not consider the occurrence serious and not directly caused by wearing the lenses. No further information is avail.